Event description:
It was reported that"skin reaction" occurred. The sensor was inserted into the leg which is off label usage of the device on (B)(6) 2026. Patient was under 2 years old, which is off-label usage of the device. The pediatric patient experienced a skin reaction with itching, redness, inflammation, pustules, under entire patch area. The area was prepared with alcohol before placing the sensor on the body. The patient visited a medical institution, and the pus was removed after which the hcp wiped the area dry with a clean cloth. As this was handled at a medical institution, the method used to remove the pus is unspecified. The reaction was treated with a prescription oral liquid antibiotic (larixin). At the time of the report, the pus is gone however the area is still swollen. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).